Manufacturer narrative:
The device history records for the reported lot were reviewed. No non-conformances were discovered that would have contributed to this event.

Event description:
Female patient was injected with 1.5cc of radiesse to each hand on (B)(6) 2015 in (B)(6). Post injection, her hands were massaged and she was prescribed azithromycin for three days for prophylaxis. On (B)(6) 2015, the patient experienced ulcerative colitis crisis with blood. Corrective treatment included ciprofloxacin 500mg and corticosteroids. The colitis resolved. Approximately 10 days after the radiesse injection, the patient experienced edema and inflammation in her right hand. On (B)(6) 2015, patient was hospitalized in (B)(6), for right hand inflammation. Corrective treatment included maxipime. The patient's length of hospitalization is unknown but physician reported patient did use the maxipime at home. On (B)(6) 2015, the patient was hospitalized again at the same hospital for edema and inflammation in her hand. Corrective treatment included oral biaxin every 12 hours and cefoxitin every six hours. Patient had a CT scan of her hands and labwork. The infectious disease specialist suspected bacterial infection. On (B)(6) 2015, merz representative spoke with patient's daughter, who reported the CT scan of the patient's hand "did not show an abscess". She said the patient has also had an ultrasound and x-ray of the hand and they were negative. She said her mother's hand is hard. She said patient had a surgical consult and infectious disease consult while hospitalized. The surgeon said he was not familiar with radiesse injected to the hands and that he would not perform surgery as he feared necrosis. On (B)(6) 2015, physician reported that patient's edema was worsened. On (B)(6) 2015, the patient's daughter reported patient has been diagnosed with cellulitis. On (B)(6) 2015, merz was notified that patient is no longer hospitalized. Patient is taking sulfa and "bioxim". On (B)(6) 2015, patient's daughter stated that patient recently saw a dermatologist and a biopsy was performed. The patient is to see an infectious disease specialist "next week" to get the results of the biopsy. Merz attempted to reach patient's daughter to get the results of the biopsy but patient's phone did not allow call to go through. Results of biopsy are unknown.

Manufacturer narrative:
On (B)(4) 2015 merz (B)(4) received further information: the merz physician made contact with dr. (B)(6) on (B)(4) 2015. She reported that the patient was submitted to two treatments with intra-lesional corticosteroid . She didn't know what drug was used, but reported that the first session happened in october and the second in november with twice concentration of the drug. After that, the patient had a good improvement of the inflammatory signs but kept local hyperpigmentation. Nevertheless, one week ago the patient had a relapse with a new small inflammatory nodule of the right hand. She didn't reported any severe or systemic symptoms. According to dr. (B)(6), the patient has been under antibiotics until 10 days ago because the doctor who is treating the patient hypothesized the occurence of late-onset reaction due to the presence of biofilm. As the culture of skin specimen was negative for any infectious agent, a microbacterial infection was suspected. The patient will see the assisting doctor on the (B)(6). The merz physician asked dr. (B)(6) to send the results of skin biopsy and culture. No further information has been received.